Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report hospitalization for low blood glucose levels. During troubleshooting, it was found that the insulin pump was incorrectly programmed to provide an additonal bolus and that the customer was not disconnected during the priming sequence. Assited customer in correcting programming and advised to always disconnect when priming. Customer was treated with insulin drip and blood glucose level was 17 mg/dl at time of hospitalization. Nothing further reported.